Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first successfully installed by the user in october 2009 and performed to specification up to the 22nd september 2013. The device failed a self-test due to a low battery on the 29th september 2013. A fresh pad-pak was installed the next day and the device performed to specification up to the 16th march 2014. Multiple manual power ons of ten minutes duration were observed in history log between (B)(4) 2014 and the final log entry on the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.